Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary:- customer's attorney reported customer's having low blood glucose on (B)(6) 2020 at 5:45pm. Customer's wife found the customer slumped against a chair in the shower, unresponsive. She tried to get the customer out of the shower and the customer slid to the floor. The customer's jaw as locked. Wife could not get a glucose tablet into customer's mouth. Wife called the paramedics and they took the customer's blood glucose. Fire department gave 1mg of glucose. Customer's attorney alleged a retainer ring issue. Customer said walking is difficult. Customer discontinued pump mmt-1780kl and will return it under (B)(4). Customer discontinued pump mmt-1780kpk and returned it under (B)(4) (it was received on october 10, 2019).

Event description:
It was reported to medtronic legal that the customer experienced hypoglycemia, altered consciousness, abnormal involuntary movements, loss of consciousness. The customer was slumped against a chair in the shower and unresponsive. The customer reported blood glucose level of 25 mg/dl. The customer was treated in basic life support ambulance with glucose. The event involved product(s) mmt-1780kl, unomedical, mmt-7020a,mmt-1780kpk, mmt-332a. Troubleshooting was not performed and it was unknown that the customer was used the pump within 48 hours of reported event. The automode feature was active during the event. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for unomedical. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.